Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h2, h3, h6, h10. Revision operative notes confirmed the reported revision due to pain and recurrent dislocation and noted excessive anteversion of the acetabular cup as well as necrotic tissue. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Additional information does not change the root cause of the previous investigation; a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Brand name: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells. Concomitant medical products: item# 00620205022 shell porous with cluster holes 50 mm lot# 00112247. Item# 00801803603 femoral head sterile product do not resterilize 12/14 taper lot# 61192708. Item# 00771100710 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset reduced neck length lot# 60926658. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03042, 0002648920-2019-00539.

Event description:
It was reported patient underwent right hip revision 7 years post initial implantation due to pain and recurrent dislocation. During the revision, the acetabular component was noted to have excessive anteversion, and the joint had extensive connective tissue necrosis. The acetabular shell and femoral stem remained while the head and liner were replaced. Attempts to obtain additional information were made; however, none was available.